Event description:
Reporter indicated a vns patient had high lead impedance readings at an office visit. No trauma or device manipulation occurred. The vns was disabled. X-rays were taken and the patient was referred for surgery. Further attempts for information are in progress.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.